Event description:
It was reported that post paced t wave oversensing (pptwos) was observed on remote transmissions and in clinic on the implantable cardioverter defibrillator (ICD). Programming changes were made to turn the low frequency attenuation filter (lfa) on. The patient was stable.